Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One 3i t3® ex hex tapered implant 4 x 11.5mm (boet411) with mount attached and one handpiece connector (mdr10) were returned for investigation. Visual evaluation of the as returned implant identified no apparent signs of malfunction. Product matched print specification where measured. Functional testing was performed and mount was easily disengaged from implant. Device history record (DHR) review was completed for the subject lot number (2019020981). It was confirmed that all operations and inspections were executed as per applicable procedures. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the DHR. Complaint history review was completed for the subject lot number (2019020981) for does not disengage/release category through the manufacturer system and no other complaint was identified. Therefore, based on the available information, device malfunction (implant/mount stuck) did not occur and malfunction (stuck) hand piece connector occurred during the procedure could not be verified hence, the overall reported event was non-verifiable.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Weight unknown / not provided. First/given name: unknown / not provided.

Event description:
Doctor reported that the mount did not disengage from the implant with the torque and could not be separated in mouth. Doctor placed another implant to finish the procedure.